Event description:
It was reported that a 43-year-old caucasian female patient underwent a breast augmentation revision surgery with 630cc mentor smooth round high profile saline breast implants. Post-operatively, the patient experienced hashimoto¿s thyroiditis, alopecia, diminished health, autoimmune issues, lung and endocrine issues, muscular issues, skeletal issues, migraines, brain fog, anxiety, depression, loss of range of motion, paresthesia, spinal issues, rheumatoid issues of the spine, abdominal bloating, ascites, candida in the gut, dry eyes, increased intraocular pressure of eyes, weight gain, pain, burning sensations, asymmetry, mass cell activation, rashes, allergies, trigger cough, body-wide inflammation, difficulty breathing, insomnia, decreased libido, decrease in female hormone, tinnitus, overall feeling of impending doom, feeling out of body, hearing loss, vision loss, and edema. As a result, the patient consulted with a medical professional and underwent removal surgery on (B)(6) 2019. This report is for the right implant. Refer to manufacturing report number 1645337-2023-09760 for the contralateral event.

Manufacturer narrative:
The complaint device has been retained by the customer.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: autoimmune disorder manufacturer¿s reference number: (B)(4).